Event description:
It was reported that the pt requested to have the ipg removed. Pt stated that the device has not been used in years. The pt feels shocks when the device is on.

Manufacturer narrative:
The lot number and implant date is unk.